Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon resection, when the handle was initially fired, the device was difficult to trigger. When a new reload was connected with the same handle, the device could not be triggered. Another handle was used to resolve the issue in order to complete the case. The reported reload could not be used. There was no patient injury.